Event description:
A report was received that during a lead revision procedure due to lead migration, high impedances were confirmed on one of the leads through diagnostic testing. The lead was explanted and replaced. The other good lead was relocated and the procedure went well.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.